Manufacturer narrative:
Follow up #1.the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter displayed a battery indicator. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2015. The patient manages her diabetes with oral medication, diet and exercise and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient claimed that ¿one day¿ after the alleged issue occurred, she developed symptoms of ¿dizzy and thirsty¿ and stated that on (B)(6) 2015, she visited her doctor¿s office where she was given a new onetouch verio meter. During troubleshooting the cca noted that it was not the first time the meter had been used and that there was no apparent misuse of the meter. The meter batteries required replacing however the patient did not have batteries available. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious hyperglycemic event after the alleged meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.